Event description:
It was reported that during a procedure, after being plugged into the esu unit, two bovies immediately turned on, as if someone was hitting the cut or coag button. The issue occurred with multiple generators. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported. This is event 2 of 2.

Manufacturer narrative:
The quality investigation is complete. Device lost in transit.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported ,that during a procedure, after being plugged into the esu unit, two bovies immediately turned on, as if someone was hitting the cut or coag button. The issue occurred with multiple generators. The procedure was completed successfully without a clinically significant delay. No adverse consequences or medical intervention were reported. This is event 2 of 2.